Event description:
It was reported that while using the inflatable penile prosthesis (ipp) the patient felt a pop and the device stopped working. During the replacement surgery, the physician had problems in removing the cylinders as they had broken and tissue had grown into the fabric of the cylinders. Once the cylinders were removed a separate incision was made to remove the reservoir. Once all components were explanted, a new device was prepped and implanted into the patient. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.